Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer had not previously reset the pump but reported multiple occurrences of the same issue. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.